Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 2 of 2 mdrs for the same event (reference 3002806535-2015-04157 and 04158).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1994. Subsequently, a revision procedure was performed on (B)(6) 2015 due to loosening, pain and instability. During the procedure, the acetabular cup, liner and modular head were removed and replaced.